Manufacturer narrative:
(B)(4). The reporter stated that the pump began infusing medication, stopped infusing, and did not alarm. The issue resulted in the anesthesia care provider being unaware of the stopped infusion until sometime later when they checked on the patient. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor pump did not have an audible alarm. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.